Event description:
It was observed that during the device evaluation, the subject device exhibited white scratches. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, a definitive root cause could not be established for the findings. A device history review of the current product was conducted, and no problems were found. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.